Manufacturer narrative:
Date of event was reported as follows: (B)(6) 2018 = lack of therapeutic effect; pressure in bladder, "nothing comes out", blood in urine = (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt like the system wasn¿t really functioning how they thought it should be as they were not urinating as much as they did during the trial. The patient stated that they experienced baseline symptoms as if the device was never implanted and had a lack of therapeutic effect. Prior to report, the patient spoke with their doctor about 2 months ago and told them of their concerns so it was recommended to changed programs. The patient did change programs but had not seen improvement. They had tried all 4 programs and was currently on program 4. The patient mentioned that, recently, they had so much pressure on their bladder and nothing came out. They also noticed blood in the urine when they urinate. There were no infections. The physician told the patient to contact the manufacturer for assistance. The patient was redirected back to their healthcare professional (hcp) to address the symptoms and discuss next steps. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.